Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the insulin pump alarmed watchdog timeout and alarm could not be cleared. It was advised to change the battery and alarm was cleared. It was advised to discontinue the use of the device and revert to a back a plan. Customer's father was advised to go to the hospital to get the insulin pump replaced.